Event description:
Davol received maude event report ((B)(4)), the following is based on information and medical records provided by the patient. Based on the implant operative report on (B)(6) 2012 the patient underwent repair of a ventral hernia with a bard flat mesh. The patient has reported that on (B)(6) 2013 he was admitted to undergo a lower abdominal bypass surgery; however, the surgery had to postponed due to problems encountered with a previous surgery where mesh was placed to repair a hernia. A different surgeon was called in to explant the mesh that had adhered to the small intestines. They bypass surgery had to be rescheduled to a later date.

Manufacturer narrative:
While undergoing an unrelated (abdominal bypass) surgery the patient alleges that the previously placed bard flat mesh was found to be adhered to his small intestines, the abdominal bypass surgery was postponed and the bard flat mesh was explanted. Adhesions is a known possible adverse reaction listed in the IFU, a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the explanted mesh was not returned for evaluation. We have requested that the patient provide us with additional medical records. Based on the information available at this time, no definitive conclusions can be made. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.